Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, an error 5 was displayed and the device would not activate. The incident was not restored though the device was reset several times. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted. When a blade has been compromised, scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. During the analysis process, the blade was tested for scratches and cracks and the blade further cracked. Possible causes for this type of blade damage are external contact during pre-op or general use such as accidental contact with metal or plastic instruments or objects when the instrument is activated. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.